Manufacturer narrative:
The components have been examined visually and microscopically with keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the complete shaft. Here we found a cut shrinking tube and a visibly damaged shrinking tube. Additionally we found a broken ceramic and unknown deposits. Furthermore we made a visual inspection of the shrinking tube. Here we found visible damage. The device quality and manufacturing history records have been checked for the lot number and found to be according to specification, valid at the time of production. The root cause of the problem is most probably usage related. We assume that the damage of the shrinking tube was caused by insertion or removal of the instrument through the working channel or another sharp instrument. Furthermore we assume a mechanical overload situation and these will result in the ceramic breakages. There is the possibility of torsion or high leverage with the instrument. We assume that the sparks were caused by broken ceramics. According to the quality standard and DHR files, a production error or a material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: italy. It was reported that the insulating sheath that covers the product was defective. After about an hour of use, there is presences of sparks.